Manufacturer narrative:
A field service engineer (fse) was dispatched and he replaced both sort and slave pcbs. Performed a version up and all alignments to sorter. No errors noted. No further action required by the fse. A complaint and service history review for serial number (B)(4) was conducted from 01-apr-2015 through (B)(6) 2016 for similar complaints. There were (2) complaints reported during this time period which were similar to the present issue. The aia-2000 service and operator's manuals were reviewed and found to clearly address calibration, operation, maintenance, and troubleshooting of the aia-2000 system. [2060] tip attachment failure by main arm cause: no tip was detected by tip attachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The probable cause of the event was sorter board: sort and slave 1 pcb. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported error 2060 tip attachment failure aia -2000. She opened up the hood and found a cup jam. She was able to clear most but says that there are still cups in the chute with their aia -2000. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.